Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the e360 ventilator generated a continuous alarm, the display monitor was blocked out, ventilation stopped and there was a burnt smell. The patient was removed from the ventilator and placed on an alternate ventilator with no patient harm reported.

Manufacturer narrative:
Device evaluation summary: the returned main board was not installed into the test unit due to thermal damage. The main board was examined and c10 (capacitor 100 micro farad) was found open. The capacitor is part of the circuit that connects to pin 16 on connector j2. The connector j2 connects to the direct current (dc) to dc power supply board. The cause of the thermal damage could not be determined. If information is provided in the future, a supplemental report will be issued.